Event description:
Event description guidant received information that this defibrillation lead exhibited increased thresholds and loss of capture; dislodgement was suspected. During the lead revision procedure the physician elected to prophylatically explant this implantable cardioverter defibrillator (ICD) due to an advisory issued on this model device.